Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead. The lead exhibited an increase in impedance, noise, and high rate non-sustained episodes showing oversensing. It was noted that the noise was not reproducible in the clinic with pocket manipulation and calisthenics. The out-of-range lead impedance could not be reproduced either. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtmb1qq, crtd, implanted: (B)(6) 2018 and 4298-88, lead, implanted: (B)(6)2015. If information is provided in the future, a supplemental report will be issued.